Event description:
It was reported that patient received inappropriate therapy for supraventricular tachycardia. Programming change was recommended but were not made. Patient was stable after the event and will be followed-up remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.